Event description:
It was reported that a merlin.net transmission revealed multiple episodes of non-sustained lead noise due to far p-wave oversensing. A week later, the patient presented in clinic due to feeling phrenic nerve stimulation. The device was found to be pacing at 35 ppm causing the stimulation. The device was not sensing the patients own rhythm. X-ray revealed that the lead had dislodged into the svc due to twiddlers syndrome. When repositioning was unsuccessful, the lead was explanted and replaced. The patient tolerated the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.